Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 110 mg/dl. Customer stated that the insulin pump had button error. The device will not be returned for analysis.